Event description:
Information received that the brakes would not hold, but would swivel. No injury reported.

Manufacturer narrative:
Located the bed in bed repair area. Found: brakes would not hold. You could set brake pedal but the caster would still turn. Cause: brakes were out of adjustment. Adjusted the brakes to resolve this issue.